Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during a sphincter of oddi manometry procedure on (B)(6) 2012. According to the complainant, during the procedure, the tip of the guidewire detached into the patient's common bile duct. The detached piece was recovered by using a trapezoid basket with no additional malfunctions. The procedure was completed with another pathfinder with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 20 years of age. (B)(4): tip detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.